Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 239 mg/dl.